Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: g4; h2; h3; h6 visual examination of the provided pictures identified half pin was fractured. DHR was reviewed and no discrepancies were found. A definitive root cause cannot be determined for the fracturing issue. However, during investigation, we found that the single-use device was reused multiple times. Per package insert, the reuse of a single-use device that has come in contact with blood, bone, tissue, or other body fluids may lead to patient or user injury. Possible risks associated with the reuse of a single-use device include, but are not limited to, mechanical failure and transmission of infectious agents. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Date of birth (B)(6). (B)(4). Report source: foreign (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during the surgery, the 75mm trocar pin broke into the patient femur while the surgeon tried to removed it with a pin puller. The distal part of the pin stays into the patient body while the proximal part was discarded. Attempts have been made and no further information has been provided.